Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation at the supplier. Visual and functional testing were performed by the supplier. The cable and plugs were in used normal condition no, squeeze or damage visible. The error described by the customer cannot be simulated due to the absence of a suitable monitor. The root cause of the reported issue was found to be undetermined. Actions were taken to mitigate the reported issue: a scar was opened with the supplier.

Event description:
Information received a smiths medical pressure monitoring/medex logical cables malfunctioned. Customer reports unstable signals; wrong values; not nullable; and pressures not measurable. No patient harm.